Event description:
Patient undergoing low transverse cesarean section with lysis of adhesions. Found to have small bowel laceration. A general surgeon was consulted, intra-operatively, and two small serosal areas were reinforced with sutures.